Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit the tubing. Customer was instructed to assemble a new infusion set with current reservoir and perform manual prime; insulin did not exit the tubing. She then changed the reservoir and device did not alarm no delivery with manual prime. Current blood glucose value is 110 mg/dl. Nothing further reported.